Manufacturer narrative:
Additional narratives/data: correction: upon review, the amplatzer septal occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
During the procedure of atrial septal defect closure 10mm amplatzer septal occluder was chosen and a 6f amplatzer torqvue 45 delivery system was used. Upon the loading of the device and during the check of functionality of the device outside the patient, the cobra deformation was noticed. The implanter tried re-form the device manually to regular shape in order to position the device, but without success. The procedure was finished successfully with another asd device 9-asd-010. There was no harm to the patient.